Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The explanted secure-c device was not provided for evaluation. It is not possible to determine the exact cause of the patient's post-operative pain symptoms or to confirm anterior migration without atient images. The following sections have been updated: b4, e1, e3, h2, h6, h10

Event description:
A secure-c device was removed due to reported anterior migration.